Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the right caudal side of the imaging range was misaligned and an inaccuracy occurred of approximately 5 millimeters (mm). Auto registration was performed. There was no surgical delay. No known impact to patient outcome. The procedure was completed with concurrent use of images. No further information available. A manufacturer representative (rep) went to the site to test the navigation system. The accuracy was checked and was all good. A cal ibration was performed. The system performed as intended and no duplicability of the reported issue was seen. The suspected cause was noted to be misalignment of the reference frame.